Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred at 12pm on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of "12.0mmol/l" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and stated that in response to the alleged product issue they took their usual dosage of insulin (8 units of novorapid) based on the result of "12.0mmol/l" an hour later, at 1pm on (B)(6) 2015 the patient fell "unconscious" and went in to a "spasm" at this time the patient's daughter called the emergency medical services (ems). When they arrived at the patient's home they measured the patient's blood glucose and a result of "5.8mmol/l" was obtained on the ems meter. In response to this the patient was given IV glucose. The patient did not require hospitalization and stated that after the ems left they "rested and went to sleep". At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient&#38112;products were replaced and requested for evaluation. This complaint is being reported because the reporter stated that the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on retain test strips. The retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.